Event description:
Upon return from surgery the patient was being manually lifted from bed onto another bed with weights on halo tractor device in place at head of bed. Dr. Was giving orders to lift patient from this bed onto other bed holding patient's head/neck during movement. Another dr. Was at side of bed helping lift patient onto bed as well as nurses. Patient's halo device became dislodged or fell off of patient's head while lifting their head onto bed and requiring further sedation and new insertion of halo.